Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that low oxygen output readings occurred on the lap top ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical 3rd party field service technician went onsite to evaluate the device. Technician replaced o2 blender. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.